Event description:
Caller reported discrepant results on one pt. In 2009 (at 1:30 pm) test was run on inratio meter with a result of 2.3. She was then admitted into the hospital after becoming ill. The following day, an inr was performed at the lab with a result of 24.46. Pt then died later of an intracranial bleed. Pt had been on coumadin for 3 months without an inr performed. She was on 3 mg/day. Hematocrit was not performed until later at the hospital; results not provided. Other pt info such as medications not known. Pt had multiple sclerosis.

Manufacturer narrative:
Investigation pending.